Event description:
It was reported that, during total hip replacement while performing impaction of femoral head implant, a polarstem modular head for 21000662 broke outside the patient. Surgery was resumed, without any delay, with a smith & nephew back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
Internal reference number: case (B)(4).

Manufacturer narrative:
H3, h6: it was reported that, during total hip replacement while performing impaction of femoral head implant, a polarstem modular head for 21000662 broke outside the patient. Surgery was resumed, without any delay, with a smith & nephew back-up device. The device intended for use in treatment was not returned for investigation. An evaluation of the complained device could therefore not be conducted, and the reported failure mode could not independently be confirmed. The batch number of this device was not communicated and a review of the batch record could not be conducted. A complaint history review was performed, the complaint is in line with the current risk management file. Review of past corrective actions is not possible due to insufficient information. Based on available information, the reported failure mode could not be confirmed. A relationship between the reported event and the device cannot be confirmed. Based on the available information it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event. No probable cause can be determined. The need for corrective action is not indicated. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.